Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. It is possible the foreign material could be from the use of simethicone. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the up down knob, switch one, the switch box, the air water cylinder, the air water tube, the plastic distal end cover, the adhesive on the bending section, and the control section. There was no patient involvement.